Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs were returned to manufacturing that were visually inspected. One cassette sample was returned to manufacturing that was visually and functionally inspected. No kinks, damage, or other defects were found. The customer reported failure was not confirmed during the investigation as the returned cassette fully primed and connected without difficulty, the pump was set running and no alarms were activated. Root cause of the reported event could not be determined as the reported complaint was not confirmed. No actions were taken as no fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.